Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 2 (part number 10134-000, serial number (B)(4)) with the electrosurgical unit (esu/generator) was used in a colonoscopy. Hot biopsy forceps were used with the erbe system to treat a polyp. No details involving the settings were provided. The next day the patient went to another hospital with severe abdominal pain. Free air was detected in the peritoneal cavity which indicated there was a perforation. To address the perforation, a hemi-colectomy and a temporary colostomy was performed. The colostomy was later reversed. The patient is currently doing well.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices (note: some unrelated service work was performed on the apc). In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. In addition, the customer's footswitches, ignition tester, and the fiapc adapter were evaluated. They were found to be functioning as intended. Most likely there were many factors involved in the reported event. However, it appears that upon the intervention, the remaining wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work has been offered to the involved medical staff. Erbe USA, inc. Is now closing the file on this event.